Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a mesh revision on (B)(6) 2011. The patient underwent a mesh removal on (B)(6) 2012. No additional information was provided. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05851. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly this is one of two medwatches being submitted. See also medwatch 2210968-2012-05851. The same patient is represented in each medwatch.